Event description:
The patient experienced a loss of therapeutic effect. He fell to his hand and knees. Other details of the fall were not known. Lead 1 was set to amplitude 1.8 volts, pulse width 90 microseconds, rate 190 hertz, unipolar therapy, impedance of 83 ohms. Lead 2 was set to amplitude 2.5 volts, pulse width 90 microseconds, rate 190 hertz, unipolar therapy, impedance of 964 ohms. The hcp reported a unipolar impedance of 83 ohms, measured at 1.8 volts. The battery was at 2.44 volts. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.